Event description:
Patient was gait training on autoambulator when she caught her toe underneath her and it was dragged back by the treadmill portion of the machine. The autoambulator did not automatically shut off as it was designed to do in this situation, and the rehabilitation technician had to hit the emergency stop button. Patient complained of continued pain in her toes as a result of the incident.